Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The rapid port exchange was damaged. The stent was found misplaced within 1mm distal from the proximal markerband. The stent bracket most proximal from the tip of the device was pulled up away from the balloon. The balloon was tightly folded with the stent attached, and the tip of the device was damaged. Product analysis confirmed the reported event, as there was rapid port exchange and tip damage likely contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The stent to the device was also damaged. This reflects the device getting damaged upon removal and can also contribute to the reported crossing difficulty.

Event description:
Reportable based on device analysis completed on 23 november 2021. It was reported that failure to cross a lesion occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 24 x 3.00 rebel stent was advanced, but could not pass through the lesion. The device was removed and the procedure was completed. No patient complications resulted in relation to this event. However, device returned and analysis revealed stent damage.